Event description:
It was reported that the implant at tooth site #3 had a fractured mhlas screw inside. The implant is in the patient's mouth with out any issues. Fractured screw was removed waiting for new screw to be placed, needs to come back to place new screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: first name unknown / not provided. H4: device manufacturer date unknown / not provided.